Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported debris was found in the sterile packaging. No adverse event was reported this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device confirmed debris in the packaging. The debris was sent for ftir analysis. The ftir spectrum of the foreign is consistent with the ftir spectrum of a material similar to a mixture of a cellulose and a carbonate with additives. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the root cause of the reported event is the operator not following instructions during the manufacturing process.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.